Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 6936 implantable tachy lead. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to a systemic infection. The implantable cardioverter defibrillator (ICD)  and right ventricular (rv) lead were explanted and replaced several days later. No patient complications have been reported as a result of this event.